Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate reading was inaccurate. Additionally, it was reported that the wake button was unresponsive and the "body of the pump has damage". There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.